Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturers representative (rep) regarding 3 (three) unknown patients. The patient reported seeing the information on the FDA website and saw that 3 patients died this month due to the pumps. No further complications were reported.